Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 295 mg/dl at the time of incident and the current blood glucose level was over 600 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injections for high blood glucose level. Customer experienced multiple blood glucose level such as 475 mg/dl, 492 mg/dl, 402 mg/dl,408 mg/dl. Customer did not experience any symptoms for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to (B)(4) pro properly and all bolus delivered were found at the carelink report. Insulin pump passed the delivery accuracy test at 0.0874 inches. (B)(4).